Event description:
This is a report of a patient who experienced a breach in aseptic technique while connected to the homechoice. During fill one of therapy, the patient disconnected all of the caps from their spare lines. The technical service representative has the caregiver end therapy and advised them to start therapy over using new supplies. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This is a report of a patient who failed to follow therapy steps further specified as they uncapped unused lines while performing peritoneal dialysis therapy. Per baxter labeling, users are instructed to use aseptic technique when handling lines and solution bags during peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.